Event description:
Pt was revised to address pain. The surgeon discovered extensive bursa filled with fluid.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain. The surgeon discovered extensive bursa filled with fluid. Update: litigation alleged the asr hip was explanted and replaced due to pain, weakness, decreased mobility and increased metallic ions within the patient's blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.